Event description:
The below incident has occurred 3 times with the same instrument. Patient came up from or recovery room with 2 jackson pratt drains, near posterior neck incision. Patient's drains were disconnected as patient was laying on stretcher. Drains continued to disconnect total of 4 times this shift. Np notified and tape applied to drains to secure drains and hold suction.